Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that the healicoil device failed to anchor. Due to the condition of the lesion, the surgeon made the decision to use two healicoil devices. The first device was anchored without any problem. The surgeon then anchored the second healicoil device. When he tried to tie the sutures he realized the second anchor was out of the bone. The surgeon made a decision to use a titanium anchor at the same surgical site. It was reported that the healicoil anchor was not recovered. There is no report of patient injury, and it is unknown how long of a procedural delay may have occurred as the result of the alleged event.

Manufacturer narrative:
Three requests were made for the return of the device without any response. Should the device be received the complaint will be reopened. No further investigation is warranted at this time. (B)(4).